Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the transplant coordinator that the surgeon stated, that immediately post lvad ivad implant, prior to closing the chest, the signal processor failed to demonstrate a consistent empty light while connected to the ddc. The patient's chest was closed with no resolve of loss of empty. The patient returned to the or in 2008 and, per surgeon, he enlarged the aorta anastomosis and repositioned the outflow graft accordingly. Since the surgery to enlarge the aorta anastomosis and repositioning of the outflow graft, the patient remains stable on ivad support with good fill and consistent empty signals on the signal processor. No further issues have been reported.

Manufacturer narrative:
The patient remains stable on ivad support with the ddc and good fill and consistent empty on the signal processor. A supplemental report will be submitted when the manufacturer's investigation is completed. No further information is available at this time.